Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5900 on a vitros 5600 integrated system. A definitive assignable cause of the higher-than-expected vitros tropi es result could not be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. The complaint handling unit reviewed the customer's historical qc results for vitros tropi es lot 5900 and determined them to be within expectations. However, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5900 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. The tropi es within run precision test performed on the instrument indicates that the vitros 5600 integrated system was performing as expected at the time of the event and an instrument related issue is not a likely contributing factor of the event. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5900.

Event description:
An ortho field application specialist (fas) contacted ortho clinical diagnostics (ortho) technical solution center (tsc) on behalf of a customer to report a non-reproducible, higher than expected troponin result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 5900 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 2.330 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).